Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: material number and batch number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that the needle was difficult to connect to the unspecified bd¿ syringe and would not draw up insulin during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "caller reported 3 syringes that when she drew insulin from the bottle there was a hair like substance floating in the syringe. Customer advised that the hair was straight. Customer did not want to use due to safety concerns. 1 syringe did not seal from the needle to the syringe and would not draw any insulin into the syringe."